Event description:
The reporter stated the surgeon loaded a 12.6 mm micl12.6 implantable collamer lens incorrectly (upside down). The surgeon inserted the lens into the pt's eye and attempted to flip the lens. The surgeon could not flip the lens, so removed the lens and implanted another same model/diopter lens. The reporter stated there was no pt injury.

Manufacturer narrative:
(B) (4) (lens inserted upside down). Lens work order search; results - lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and the work order search, a specific root cause of the event could not be determined. (B) (4).